Event description:
It was reported that the device was replaced due to the elective replacement indication (eri). There was no injury and patient recovered without sequela. The drug used in the pump was baclofen.

Manufacturer narrative:
(B)(4). Final analysis of the pump found that the motor can top bridge plate was not touching pump head cover.